Event description:
The customer reported therapy knob and charge button failures.

Manufacturer narrative:
The customer reported therapy knob and charge button failures. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.